Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient stated she had bilateral hip done on (B)(6) 2004 (approx). Patient started to experience pain on her right hip a moth ago. Her pain has gotten worse, she's unable to get up from a sitting position. She can't put pressure on her hip.